Event description:
After surgeon injected newly implanted lens, it was noticed one of the haptics was broken off the lens. Lens explanted and new lens implanted without incident. Complaint questionaire completed and given to sales representative.====================== health professional's impression======================lens "too" warm and soft with insertion.====================== manufacturer response for intraocular lens implant, acrysof iq iol 24.5 d======================alcon sales representative picked up the lenses. She also stayed while surgeon was operating to trouble shoot problems. No problems identified.